Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01024. This report is being submitted as additional information. Additional information. The referenced onset of the driveline infection on (B)(6) 2017 was reported under medwatch MFR report# 2916596-2017-02915. Approximate age of device - 1 year and 10 months. Device evaluation: a correlation between the device and the reported infection could not be conclusively determined through this evaluation. The post-transplant evaluation of the explanted pump did not reveal any device-related issues. The pump was returned assembled with the driveline cut approximately 1.5 inches from the pump housing and the distal portion was not returned. The sealed inflow conduit was not returned. The sealed outflow graft conduit was returned attached to its respective pump port. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient tested positive for group b streptococcus driveline infection. Additional cultures were positive for klebsiella pneumoniae, enterobacter and cloecae. The patient did not have sepsis. The patient was medically managed and given oral antibiotics. Additional information: the patient was elevated to status 1a on the transplant list due to the infection. An ideal donor heart became available and the patient was successfully transplanted on (B)(6) 2018. Of note, the driveline infection had been ongoing since (B)(6) 2017. No additional information provided.